Event description:
The patient felt dizziness and nausea while working on her computer. The implantable neurostimulator was reprogrammed and the patient felt better afterward (see mfg. Report number 3004209178-2009-03442). It was reported that stimulation was hurting the patient's head. The patient felt tension in the extension from the insertion site in the implantable neurostimulator to the extension-lead connection. The hcp revised the extension. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.